Event description:
It was reported that the patient presented after receiving inappropriate therapy, and a lead integrity alert (lia). Upon interrogation it was discovered the patients implantable cardioverter defibrillator (ICD) had experienced a power on reset (por) and the device is currently at end of service (eos) status. The lead exhibited increased short interval counts (sic) and a lead fracture is suspected. The device was reset and reprogrammed "off" to a odo mode. The device and lead currently remain implanted and the patient is utilizing a "lifevest" wearable defibrillator until a device/lead changeout can be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated a power on reset occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).